Event description:
The reporter obtained a 466 mg/dl and 107 mg/dl blood glucose comparison on the accu-chek advantage system. The reporter states he obtained an add'l comparison with blood glucose results 107 mg/dl and 258 mg/dl on the accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. He treated himself with 1 glucose tablet and coke and felt better 15 minutes later. No adverse event reported. New system sent to customer and return requested.